Event description:
The customer observed a shift in non-abbott quality controls for the clinical chemistry albumin bcg assay. The customer stated there were no issues with other assays; preventive and monthly maintenance was current. The customer was asked to fax current and previous calibration data for evaluation. The abbott customer technical advocate reviewed the data and noted the calibrator assay parameters were not configured correctly, therefore, the customer was advised to update the assay parameters to albumin package insert specifications. After the customer updated the parameters, the control results were as expected and within specification. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect c8000 analyzer, list # 1g06-01, serial # (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical device: architect c8000 analyzer, list # 1g06-01, serial #, (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.